Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 carrier was bent, difficult to get cautery down the carrier, scope would not go in. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152158 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 10/26/2020. An investigation was conducted on 11/05/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. The harvesting device was removed from the cannula with no physical or visual defects observed. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects observed. There was no resistance felt when inserting the harvesting device into the cannula. A mechanical evaluation was conducted on the c-ring. The blue toggle was manipulated to extend and retract the c-ring, with no physical or visual defects observed. The c-ring on the cannula was observed to be intact, no visual defects were observed. The harvesting device was observed to be intact, no physical or visual defects were observed. Based on the returned condition of the device, the reported failure "fitting problem " was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 carrier was bent, difficult to get cautery down the carrier, scope would not go in. A replacement device was used to complete the procedure. No patient involvement.